Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was not able to remove the battery from the battery compartment on her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 3:00pm. The patient claimed she manages her diabetes with insulin. Despite the alleged issue, the patient denied taking any action regarding her diabetes management routine. At an unknown date/time, the patient claimed she became sweaty and shaky after the alleged issue began. In spite of her symptoms, the patient denied seeking any medical treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.